Event description:
It was reported that a tlh90 was used during a gastric procedure. It was reported by the affiliate that when the device was fired, the jaws overlapped (scissored) each other and the pin, which earlier was in place, popped out. The staple line was non-functional. A new stapler was used and a new staple line was put next to the first one. The consequence to the pt was the volummn (length) of the gastric tube was decreased.